Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the last trays are cracked, don't fit and are cutting the gums. The current trays are causing too much pain and the bite is still off where the teeth don't fit together.